Event description:
The accounts engineer stated the head section is not working and is in the raise position... He believes the actuator shaft was bent. The other functions were working on the bed.

Manufacturer narrative:
The accounts engineer replaced the head actuator to repair the bed.